Manufacturer narrative:
It was reported that the patient underwent gynecological procedure and mesh was implanted due to pelvic prolapse. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh repair on (B)(6) 2009 for mesh erosion. Patient had mesh revision/removal on (B)(6) 2012 for mesh erosion and recurrent prolapse. Patient had mesh revision/removal on (B)(6) 2013 for pain, infection and incontinence. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced nocturia, urinary frequency, urgency, and nocturnal enuresis. It was reported that the patient underwent colporrhaphy, and vaginal vault suspension.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that patient underwent robotic sacrocolpopexy; lso; cystoscopy and mid-urethral sling procedure (ams implant) on (B)(6) 2009 due to pop, posterior vaginal wall extrusion. No additional information was provided.